Manufacturer narrative:
.

Event description:
The hcp observed a positive stimulation effect at 2.5 volts bilaterally after replacement surgery; however, the pt complained of blurred vision when the stimulation is too high. The left electrode seems to be a bit medial.